Event description:
It was reported to philips that the device was unable to store images. The device was in clinical use at the time of the event. No harm was reported. A philips field service engineer (fse) visited the site determined that the device hard disk drives (hdd) had failed. After replacing the hdds, the device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the device was unable to store images. Review of the system log file showed that the image processing malfunction. Upon further inspection, the fse found that the device hard disk drives (hdd) had failed. The fse replaced both image drives in frontal ip pc, recreated image store for frontal and lateral channels and also the fse replaced the hard disk drives (hdd). After replacement of hdds, the system was returned to use in good working order. The codes were updated based on the investigation outcome.